Event description:
It was reported that during onys injection with approximately 1.5 to 2 cm of onyx reflux, the catheter separated at around 7cm from the distal tip when the catheter was being removed. No complictions were reported to have occurred with the patient as a result of this event.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible.